Manufacturer narrative:
The customer returned the contour next ez meter and contour next test strips. The customer did not return the contour next control solution. The returned meter was tested with the returned test strips from lot # 8epeg05a and in-house contour next control solution from lot # 8bv2g22, which gave satisfactory performance. The control readings were properly marked in the meter memory.

Event description:
The customer ran control tests on the contour next ez meter and obtained readings of 194 mg/dl, 147 mg/dl and 165 mg/dl. The meter did not automatically mark them as control tests, and so the readings will be displayed as a blood results when accessing the meter's memory. During the call, the customer ran three control tests and all readings were properly marked as control readings. There is no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.